Event description:
It was reported that 3 bd micro-fine¿+ pen needles did not lock when removed. This is 2 of 2 related events. The following information was provided by the initial reporter: according to the user's verbatim report, when injecting, the lock did not engage and the needle came off, causing the user's finger pricked. The user also said that there were a few that did not lock when removed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 30-may-2023. H6: investigation summary: five sealed 32g x 4mm polybags and three photos were returned from lot. No. 2221256, cat. No. 320136. Visual examination was carried out on the returned samples and no issues were observed. A functionality test was also carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that 3 bd micro-fine¿+ pen needles did not lock when removed. This is 2 of 2 related events. The following information was provided by the initial reporter: according to the user's verbatim report, when injecting, the lock did not engage and the needle came off, causing the user's finger pricked. The user also said that there were a few that did not lock when removed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.